Event description:
The service report shows the customer reported that the 840 ventilator shut down while in use on a patient. The patient was not harmed or injured as a result of the event. The customer reported that the ventilator was being used for transport at the time of the event. The covidien customer support engineer (cse) verified the malfunction. The retaining screws were not screwed in tight. The cse reattached the bpu to the power supply connection. The unit passed extended self testing.